Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was mostly black with red lines that blocked the graphics and text. Customer's blood glucose was 240 mg/dl. Reportedly, customer continued to use the pump with manual injections available for insulin therapy.